Event description:
It was reported that the user ran the ilet in bg run mode due to lack of libre 3 plus sensors and entered a fingerstick blood glucose of 342 mg/dl. However, the user continued seeing ¿connect cgm or enter bg/dosing stopped,¿ and disclosed having already been in bg run mode for three days, indicating bg run mode had expired and the device was no longer dosing. The user then transitioned to backup therapy with subcutaneous insulin via pen per healthcare provider guidance. Symptoms included hyperglycemia, elevated ketones, and malaise. Outcomes included a missed dose and a delay to therapy. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not comprehending that bg run mode expired and dosing had stopped, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.